Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. During the investigation of the history log files it was possible to detect, that a syringe (type bd plastipak 50ml was selected in the disposable menu at 12:55am on the reported day of occurrence. Due the stored drive step position it could be recognized the filled syringe volume of 47 ml. The infusion was started on at 13:11:28am and the device alarm 1269 occurred 21 seconds later at 13:11:49. In the time between inserting the syringe and starting the pump some settings were set. The reported device alarm 1269 was investigated by the r&d department. They could identified a software anomaly which caused the device alarm. A fix of the software bug will be implemented in the next software version. During the visual inspection of the perfusor space, all cover caps of the screw pillars as well as the technician seal on the lower housing were available and undamaged. No damages could be detected the functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A long term test was performed. No malfunction or errors could be detected. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +1,02% was within specification (+-2%) (according to en iso 60601-2-24). The device was disassembled. No damages could be detected. The complaint of the overinfusion could not be confirmed. The device works according the specification. The reported device alarm have no impact of a flow deviation.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion/da1269". Customer information: the pump rushes during the infusion and delivers a large amount of drug (8-10 ml) for a short time until it is stopped manually. The infusion pump alarmed with sound (in connection with anesthesia), for "pump device". The infusion pump was set with the marsh plasma algorithm and the drug was propofol 20 mg / ml, tci. When the pump alarmed, it was discovered that 8 ml had been infused in a short time and the patient had fallen asleep, unintentionally fast. The occured da is: 1269.